Event description:
The snap shunt was implanted on 11/2000. 6 days later an increase in the patient's intracranial pressure was noticed. The tip of the peritoneal catheter was taken out of the child's abdomen and an obstructing mass was seen at the catheter's end, showing also graphite compartments (102 mg % protein, no hemorrhage). The mass was removed and fluid was injected distally to the button valve into the peritoneal catheter. It was patent again, but the system was still not draining. The shunt was revised with the same type one day late.